Event description:
It has been reported to philips that, the flexvision pc was not started when the system was started. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) communicated with customer and inspected the system remotely and identified that the system was not starting. Review of the system log file showed that flexvision pc did not start. Rse suggested to restart flexvision pc to resolve the issue, user restarted the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.